Manufacturer narrative:
Upon further review, it was discovered that this complaint is a duplicate of 1525712-2015-03190.

Event description:
Upon further review, it was discovered that this complaint is a duplicate of 1525712-2015-03190. Letter received stating there is alleged fire damage to a customer's home due to a defective wheelchair battery.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Letter received stating there is alleged fire damage to a customer's home due to a defective wheelchair battery.